Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis of the device memory showed the battery indicator signifying that the time is approaching for device replacement. (B)(4).

Event description:
It was reported that during a routine post implant check, the left ventricular (lv) lead threshold was high/increased. The left ventricular (lv) lead remained in use and planned check during follow up visits. Approximately, ten days later during follow up check high lv lead threshold was revealed, and the lead was switched off. Subsequently, the lv lead had dislodged and was explanted and replaced. It was also reported that the implantable cardioverter defibrillator (ICD) exhibited low battery voltage, and was subsequently explanted and replaced. No patient complications have been reported as a result of this event. The patient is a participant in the (B)(6) clinical study.